Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured occurred. On the first inflation, the 2.0x20mm maverick2 monorail balloon was inflated for 30 seconds and ruptured at 11 atmospheres. The balloon was visible under fluoroscopy. The balloon was removed intact. The procedure was completed with another of the same device. There were no pt complications or injuries reported. The pt status is listed as good.